Event description:
As reported by the user facility: brief inquiry description: spinal needle broke off inside patient. Detailed inquiry description: one of their crna's was placing a spinal in a patient preoperatively as normal prior to a total knee replacement. This crna is experienced in spinals and didn't have to roughly maneuver the needle at all. Nothing out of the ordinary. This crna then felt the spinal needle that was through the introducer "give way" and saw that the spinal needle had broken off at the hub. Describe type of intervention: board runner physician assisted with the full removal (with the or rn grabbing some necessary supplies).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided. Further investigation of the complaint is not possible without a sample. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This follow-up is being submitted because additional information was provided. Section h10 has been updated to record the related report number (B)(4).